Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose level. Customer¿s blood glucose level was over 500 mg/dl. Customer reported the auto mode feature was inactive at the time of incidence. Customer did not alleged that the insulin pump was under delivering the insulin. The displacement verification test and self test was passed. The insulin pump will not be returned for analysis.